Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was selected to close ostium using a 12f amplatzer torqvue 45x45 delivery sheath. Before the procedure, the patient underwent a transseptal puncture technique and ablation. During procedure, the physician sized the 22mm occluder correctly, but a leak was noticed around the device disk, and it was determined that a larger size occluder was needed to close the ostium. The device was removed from the patient prior release form the delivery cable. A new 25mm amplatzer amulet left atrial appendage occluder was selected and implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. Overnight the patient experienced a drop in oxygen saturation. An echocardiogram (echo) confirmed a pericardial effusion had occurred in the pericardium. A pericardiocentesis was performed and 600cc's of dark blood/fluid was drained from the patient's pericardial space. The pericardial effusion led to a cardiac tamponade. The patient's oral anticoagulation (oac) was temporarily stopped due to the pericardial effusion. The physician thought the pericardial effusion occurred while the 25mm device was being re-captured, but it could not be confirmed. The patient required a prolonged hospitalization. The patient was reported as stable.

Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade and hypoxia were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated a pericardiocentesis was performed and 600cc of dark blood/fluid was drained from the patient's pericardial space. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was selected to close ostium using a 12 f amplatzer torqvue 45x45 delivery sheath. Before the procedure the patient underwent a transseptal puncture technique and ablation. During procedure, the physician sized the 22mm occluder correctly but they need a larger size occluder to close the ostium. The device was removed from the patient prior release form the delivery cable. A new 25mm amplatzer amulet left atrial appendage occluder was selected and implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. Overnight the patient experienced a drop in oxygen saturation. An echocardiogram (echo) confirmed a a pericardial effusion was noted in the pericardium. A pericardiocentesis was performed and 600cc's of dark blood/fluid was drained from the patient's pericardial space. The pericardial effusion lead to a cardiac tamponade. The patients oral anticoagulation (oac) was temporarily stopped due to the pericardial effusion. The physician thought the pericardial effusion was due to the abbott device but could not confirm. The patient required a prolonged hospitalization. The patient was reported as stable.